Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1: initial reporter address: (B)(6). H6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Audible sound would be present due to the unintended interaction between the acetabular cup and the femoral head. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that the patient complained of a sick squeak. The marathon insert was worn. During x-ray investigation performed by manufacturer it was revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Audible sound would be present due to the unintended interaction between the acetabular cup and the femoral head.